Event description:
Per the clinic, during the initial implantation on (B)(6) 2026, the patient's craniotomy plate was inadvertently bent during elevation of the tight subperiosteal pocket. The implant was then placed in the pocket. On (B)(6) 2026, during the explantation of the craniotomy hardware, it was discovered that the implant had been damaged during the initial implantation process. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.